Event description:
Event description guidant received information that this right ventricular lead triggered a lead safety switch to occur, due to high out-of-range bipolar impedance values. The lead was evaluated in unipolar configuration, revealing an impedance of 1000 ohms.